Manufacturer narrative:
Correction to h6: medical device problem code from a050501 to a150103. Correction to h6: component code from g04092 to g04019.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's cannula deployed during the priming indicating a needle mechanism failure. The patients blood glucose levels reached 600 mg/dl.